Manufacturer narrative:
The lens was returned dry in a lens case/ vial. Visual inspection found the haptic broken and presence of fibers on lens surface. The patient also had blurred vision. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code:trauma caused by firwork. No connection to surgery. (B)(4).

Event description:
The reporter indicated that the surgeon implant a 13.2 mm vticmo13.2, -7.0/+4.5/107 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. On (B)(6) 2015, the lens was explanted due to post traumatic dislocation in a/c and traumatic cataract due to fireworks much later than the implantation. It had no connection to the surgery.